Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received a pump error alarm. The customer¿s blood glucose was 67 mg/dl. Customer also reported that they were able to clear the alarm but received another alarm during rewind. Customer troubleshoot was performed. Customer was advised to the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The product will not be returned for analysis.